Manufacturer narrative:
Patient information was unavailable from the site. The log files showed generator interface errors. However, a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion case, when attempting a 3d scan with the imaging system, the generator started beeping and no x-ray was generated. The pendant displayed 3 red x on all status bars, including the generator. The case continued, but 3d imaging could not be performed. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no impact on the patient outcome.